Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter compared to lab: date:(B)(6) 2011, inratio: 5.9, lab: 4.2. Lab draw was performed within 30 minutes of inratio result. Patient's target therapeutic range is 2.0-3.0. Coumadin dose was decreased due to elevated lab result.